Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that patient anatomy (thin leaflets) contributed to the reported tissue damage; however, this cannot be confirmed. The reported patient effect of mitral valve tissue damage is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted thin leaflets. The clip delivery system (cds) was advanced to the mitral valve, and the was clip deployed, reducing mr to 1-2. After the guide was removed, the last echocardiography showed tissue damage on the posterior mitral leaflet and mr was 3-4. Additional treatment was not provided; however, the patient remains hospitalized. The clip remains stable on the leaflets. No additional information was provided